Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg). Specific value not provided. Reportedly, the customer administered a manual injection to address bg level. Reportedly, the customer reverted to alternate methods for insulin therapy.